Manufacturer narrative:
Upon inspection testing of the returned device, the user's request was not confirmed. However, it was discovered, the angulation in the up direction and the gap of up/down knob were out of standard due to worn of angle-wire. In addition, it was noted, the stiffness angulation was not functioning at all due to worn of stiffness ring, the switch button 2 was damaged, the light guide lens was broken, and the screen was blurred due to damage of charged coupled device unit. Also, there was a crease at the charged coupled device lens and the adhesive part of bending section was broken. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the colonovideoscope had foreign material in the channel and the suction channel function was not working prior to use in an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing conducted by the user was different from reprocessing recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the IFU. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "inspection of the suction function". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Furthermore, the IFU states the following: "thoroughly reprocess the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital and at olympus." Olympus will continue to monitor field performance for this device.